Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The data indicated that quality control (qc) was in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse noted the pump alignment screw was not tight and noticeably stripped, causing inconsistent the integrated multi-sensor technology (imt) pump rate. The cse replaced the alignment adjustment screw on the imt pump and observed a steady pump rate. The cse ran qc precision, resulting within range. The cause of the discordant, falsely elevated sodium (na) was due to an inconsistent imt pump rate. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on an an alternate dimension exl instrument ((B)(4)), resulting lower. The sample was then repeated on the original instrument, resulting the same as the alternate. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.